Event description:
A malfunction occurred on the customer's pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer intended to correct their blood sugar after the call and did not require third-party assistance beyond standard procedures. Technical support provided information to reset the pump, but the malfunction recurred, prompting the decision to replace the pump with an updated model. The customer was instructed on returning the malfunctioning pump and informed about available training, and they planned to use multiple daily injections as backup therapy to ensure continued insulin delivery.